Event description:
In 1976, rptr had implants put in due to breast lumps. In 1982, implants hardened and had to be replaced. In 1983, implants caused deformity. In 1990, implants leaking, replaced with saline. In 1991, implants removed because of illness caused by implant. Rptr had pain in all joints, had shortness of breath, lung problem, migraine headaches, kidney infection, bladder infections & incontinence, fibromyalgia, rheumatoid arthritis and decreased brain metabolism, all caused by poison and toxic chemicals due to to silicone implants. Dates include from 1989 to present.